Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached to the needles indicating a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss occurred. The device was removed over a guide wire and a starclose se device was attempted, but after clip deployment bleeding continued. A non-abbott mechanical compression device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device and the starclose se device. It was believed that the moderate common femoral artery calcification caused the product experience. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors causing the observed continued bleeding after starclose se device clip deployment can be influenced by but not limited to, anatomical conditions, incorrect operator deployment technique, and manufacturing deficiencies. Anatomical conditions can interfere with the deployment process and prevent successful closure by clip. A femoral angiogram performed prior to device insertion revealed moderate calcification of the common femoral artery. The starclose se instructions for use (IFU) state under precautions that the starclose se clip should not be deployed in areas of calcified plaque. In addition, the IFU states that the safety and effectiveness of the starclose se device have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The operator using incorrect deployment technique may cause or contribute to continued bleeding after clip deployment which can be caused by relaxing downward pressure or retraction of the device during clip deployment; failing to raise the device from 45-degrees to 60 to 75-degrees prior to clip deployment; the device not being stabilized with the left hand during clip deployment. However, the reported product experience did not indicate any incorrect operator deployment technique. During manufacturing all devices are inspected and verified for proper loading of clip onto carrier tube. In addition, a sample of finished devices is taken from each lot and verified for its ability to functionally deploy. Based on the reported information and the inspection criteria the most probable cause for the reported incident and associated patient effects is attributed to deploying the device in an area of moderate calcified plaque. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The two proglide devices, are being filed under separate manufacturer report numbers. The customer reported, the common femoral artery was moderately calcified. Use of the device in the presence of calcified plaque may prevent the clip tines from properly deploying or may prevent the clip tines from properly capturing the outer surface of the common femoral artery.